Event description:
Reporter states, revision surgery of primary tibial insert due to polyethylene wear. A new insert was implanted.

Manufacturer narrative:
Info provided and examination results are insufficient to determine the cause of this event.